Event description:
The reporter stated that the surgeon was advancing a three piece collamer lens model cq2015 in the injector the lens tore, so he didn't attempt to use it. This was prior to insertion, so no patient injury.

Manufacturer narrative:
A visual inspection of the returned product shows the lens is inside the aq cartridge-fp. No visible damage to the cartridge. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.